Manufacturer narrative:
Device code: device operates differently than expected is not labeled. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported the basket on a ncircle tipless stone extractor opened from the side during preoperative testing. An alternative device was opened and used to complete the scheduled ureteroscopy as scheduled. There were no adverse consequences to the patient as a result of this reported issue. The device did not make contact with the patient.

Manufacturer narrative:
Evaluation / investigation: a visual inspection and functional testing of the returned device was conducted. A review of complaint history, the device history record, instructions for use, quality control data, and specifications was also performed. One device was returned for investigation. The device was returned with the basket formation in the open position. The collet knob is tight and secured. The male luer lock adaptor (mlla) is loose. The polyethylene terephthalate tubing (pett) measures 2.5 cm in length. A visual examination noted the basket sheath is bent at the base of the support sheath. A functional test determined the handle actuates the basket formation. The basket formation has 2 broken wires. A review of the device history record revealed one non-conformance associated with the complaint device lot number that could be related to the complaint device. One product failed the non-destructive tensile test and was scrapped. A review of complaint history for this device lot revealed this complaint is the only one associated with lot number 8366726. As found in the instructions for use (IFU) precaution section: enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. A definitive cause for this failure mode could not be determined. Measures have been initiated to address this failure mode. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.